Event description:
An angled medium saber attachment was sent for evaluation due to overheating during testing. The event occurred during a routine maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corroded bearings were identified as the probable cause of the device overheating. The angled medium saber attachment was discarded; it is not repairable once it is disassembled.